Event description:
Healthcare professional reported "patient was found to have a tight circumferential capsular contracture but no capsular masses or other abnormalities" as capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown device evaluation: visual analysis of the returned device identified fold creases, one linear opening, void 1 mm in non-textured valve-to shell-bond area and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "saline flat." Healthcare professional additionally reported "patient was found to have a tight circumferential capsular contracture but no capsular masses or other abnormalities" as capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "saline flat." The device remains implanted.